Manufacturer narrative:
(B)(4). Concomitant medical products: unknown liner, unknown head, unknown stem, unknown 20mm trilogy screw. Report source: (B)(6). The device will not be returned for analysis, as the device has been discarded; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent initial hip arthroplasty. Subsequently, patient underwent revision approximately 22 years later due to osteolysis behind the acetabulum. Attempts have been made, and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. A photograph of the shell provided shows that the shell is covered in blood stains. No further evaluation possible using the provided photograph. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.